Manufacturer narrative:
This report is submitted on july 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a fall due to dizziness post implantation and subsequently was admitted to hospital.